Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". Concomitant products included olanzapine (zolafren), rizatriptan (maxalt) from 2013 to 2018, thyroid, vicodin (norco) and zolpidem. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thyroid disorder ("hormonal changes describe: thyroid"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems: anxiety"), depression ("psychological or psychiatric problems :depression"), epstein-barr virus infection ("autoimmune disorder type of disorder: epstein barr"), migraine ("migraines / headaches"), mitral valve prolapse ("blood or heart disorder/condition type: mitro valve prolapse"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("vision/eye problems type: blurry"), weight decreased ("weight gain / loss specify which one: weight loss"), alopecia ("hair loss"), headache ("headaches") and back pain ("back pain"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), genital haemorrhage (seriousness criterion medically significant), sleep apnoea syndrome ("sleep apnea"), confusional state ("neurological conditions or problem type: confusion"), fatigue ("fatigue") and photophobia ("light sensitivity"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, genital haemorrhage, thyroid disorder, vaginal haemorrhage, menorrhagia, anxiety, depression, sleep apnoea syndrome, epstein-barr virus infection, migraine, mitral valve prolapse, nausea, tooth disorder, confusional state, dysmenorrhoea, fatigue, vision blurred, photophobia, weight decreased, alopecia, headache and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, confusional state, depression, dysmenorrhoea, epstein-barr virus infection, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mitral valve prolapse, nausea, pelvic pain, photophobia, sleep apnoea syndrome, thyroid disorder, tooth disorder, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: plaintiff fact sheet received. Events vaginal, menorrhagia, thyroid disorder,anxiety, depression, sleep apnea, epstein barr, migraines, headaches, mitro valve prolapse, confusion, dysmenorrhea, fatigue, blurred vision, light sensitivity, weight loss, hair loss are added. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.